Event description:
The pump was checked (B)(6) 2010 by the hcp and medtronic rep. It was unclear per the reporter which diagnostics were performed at that time. The pt was scheduled to have the pump replaced (B)(6) 2010. Due to the pt's cardiac condition surgery had to be postponed. The pump was expected to be below low reservoir volume, however, 16.5 ml was aspirated. The pump was filled despite the volume discrepancy. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) cardiac condition. (B)(4) cardiac condition.